Manufacturer narrative:
Correction: the correct statement in b5 section should have been "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited a high pacing impedance, unspecified pacing threshold issue and r wave amplitude variation. The lead helix was failing to extend. The rv lead was not used. The physician continued with second rv lead and completed the procedure.", rather than "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited a high pacing impedance and r wave amplitude variation. The lead helix was failing to extend. The rv lead was not used. The physician continued with second rv lead and completed the procedure."

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited a high pacing impedance, unspecified pacing threshold issue and r wave amplitude variation. The lead helix was failing to extend. The rv lead was not used. The physician continued with second rv lead and completed the procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited a high pacing impedance and r wave amplitude variation. The lead helix was failing to extend. The rv lead was not used. The physician continued with second rv lead and completed the procedure.

Manufacturer narrative:
The reported events of high pacing impedance, r-wave amp variation, and inadequate capture were not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be fully extended and clogged with blood/tissue. X-ray examination and electrical testing were normal with no anomalies found. The lead helix was able to be retracted and extended after cleaning. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.